Manufacturer narrative:
A review of the product analysis has been conducted by medical surveillance. It has been determined that no additional regulatory report is required based on the findings.

Event description:
On 03-sep-2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.